Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported during dialysis treatment the pd patient reported an "m31 air detected in cassette warning" alarm. The contact stated she could see no air bubbles in the patient line and connection was secure. The cycler was restarted twice and after a few minutes of draining slowly the treatment was eventually cancelled. The contact stated that once cassette was removed, she noticed fluid had leaked from the cassette and onto the cycler itself. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported during dialysis treatment the pd patient reported an "m31 air detected in cassette warning" alarm. The contact stated she could see no air bubbles in the patient line and connection was secure. The cycler was restarted twice and after a few minutes of draining slowly the treatment was eventually cancelled. The contact stated that once cassette was removed, she noticed fluid had leaked from the cassette and onto the cycler itself. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation.